Event description:
The customer reported a 12 lead ECG failure. There was no negative pt impact.

Manufacturer narrative:
(B)(4): the customer reported a 12 lead ECG failure. There was no negative pt impact. A philips field service engineer evaluated the device. The reported symptom was reproduced - there was a failure to acquire v2 and v4. The ECG connector block and the trunk cable were replaced to resolve the issue. The device passed all testing and was returned to service. The cause of the reported symptom cannot be determined as multiple parts were replaced.